Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported "surge" in pump flow; however, a specific cause for this event could not conclusively be determined. In addition, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure and hypotension could not be conclusively determined through this evaluation. The submitted left ventricular assist device (lvad) event log file captured the initial pump start up on (B)(6) 2023. Approximately 2 minutes later, the file captured an increase in flow and rotor noise values with associated lvad fault flags. Following a software reset, the pump appeared to resume normal operation. A specific cause for these events could not conclusively be determined. Additional information stated that the cause of the flow increase was not determined; however the patient was recovering. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU also addresses all pump parameters, including pump power and flow. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: review of the submitted lvad event log file revealed increases in rotor noise values up to 256 microns (um) and current values up to 1690 milliamps (ma) with elevated flow values. These events were associated with rot_noise, hc_ctrl, dclink_v, and dclink_I fault flags. Following a software reset, the pump appeared to resume normal operation. A specific cause for the changes in rotor parameters, elevated flow, and software reset could not conclusively be determined. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during pump implant, right ventricular function remained reduced despite initiation of inotropes (milrinone bolus and drip at 0.375) and labile blood pressure with numerous episodes of hypotension. The pump's speed could not be increased above 4200 rpm due to poor left ventricular filling. The patient was placed on centrimag right ventricular assist device (5000 rpm with 5.15 flow) and the left ventricular filling improved and the pump speed was able to be increased to 5200 rpm. With estimated flow of 4.1; pulsatility index of 1.8; pp 3.6; 0.04 drip of vasopressin, 10 epinephrine, and flolan (epoprostenol). While the patient was weaning from cardiopulmonary bypass and transitioning to pump while connected to the heartmate touch there was a momentary increase in flow from 2l to 9, then 17l. Flows returned to baseline and the power module began alarming with the red battery and yellow wrench alarm. The power module and heartmate touch were exchanged, and the system functioned properly. The pump functioned as expected and the power module was removed from service. Log file review did not capture a surge in flow or power and after initial pump start on (B)(6) 2023 at 12:17:02, the pump appeared to be functioning as intended. It was suspected that the cause of the alarms on the power module were due to a faulty backup battery within the power module. The atypical flow values were observed on the clinical screen in the numerical parameter boxes. There were some questionable spikes in power seen by the perfusionist.